Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation.this will be supplemented if device evaluation becomes available.

Event description:
During a laparoscopic right hemi colectomy, the subject device was used. In the middle of use, unspecified error occurred. The user did not confirm details of the error. The user turned on the ultrasonic generator again and continued the procedure. The probe of the device broke off and fell into the patient. The probe fragment was retrieved. The procedure was completed with another thunderbeat. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01376 to provide additional information. Olympus medical systems corp. (Omsc) knew that the device was not returned because it was discarded by the user, therefore omsc could not evaluate the referenced device. Since lot number of the subject device was unknown, the manufacturing history that dated back the past six months from the delivery date to the user was reviewed, with no irregularities noted. Omsc could not determine the root cause conclusively. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user outputs the device contacting with something hard or the probe and the jaw come into contact, which causes scratches because of wear of the ptfe pad. An error occurred due to the cracks. The probe broke off when the probe with the cracks received a load. The instruction manual of thunderbeat mentions warning and caution for possible handling mentioned above.